Manufacturer narrative:
This report is being submitted as part of a system level review. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records and a plant investigation is underway. A supplement report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation. Reference mdrs #:2937457-2014-00240, 1713747-2014-99910.

Event description:
A peritoneal dialysis (pd) caregiver called to have the patient's cycler returned as the patient had died. The pd nurse reported the patient was hospitalized a few months ago for a fall and broken toes. She was transferred to a rehabilitation hospital for issues and equilibrium. She was then transferred to a nursing home for a few days and she had shortness of breath and expired. The following is based on medical records provided by the patient's medical treatment facility on (B)(6) 2014. The patient was admitted on (B)(6) 2013, for syncope that was concluded to be due to orthostasis and self-induced by a fluid shift caused by dialysis and a fall that fractured her wrist and left fourth and fifth metatarsals. She was discharged to a rehabilitation facility on (B)(6) 2013.